Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the lead was placed and after doing an impedance check, electrodes 1 and 9 came back greater than 40,000 ohms. After doing multiple impedance checks and repositioning the lead in the wireless external neurostimulator, the lead was removed and replaced. Impedance on the new lead was within normal limits. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative who indicated that this was a staged trial. The patient¿s medical history includes chronic pain. There were no further complications reported or anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.